Manufacturer narrative:
This report is for an unknown trauma screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the screws were suspected broken from looking at the x-ray prior to starting the case on (B)(6) 2019. The fracture had healed and the heads of the screws were removed along with all the rest of the screws and plate. Only two (2) screw shafts were left insitu as the surgeon didn¿t want to try to remove the remaining metal. Per surgeon they broke as a result of the patients extreme sports he has been participating in. Concomitant devices reported: lcp medial distal tibial plate (part#: 02.112.518, lot#: 9928031, quantity#: 1);unknown screws (part#: unknown, lot#: unknown, quantity#: unknown). This report is for one (1) unknown trauma screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). H3, h6: investigation summary: picture review: narrative (two screws broken) could be verified from provided picture/x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.